Event description:
A malfunction was reported in the pump while the caller was uploading data. There was no adverse impact to the customer¿s blood glucose level as it remained within a safe range. Tandem technical support decided to replace the pump, and the customer reverted to multiple daily injections as a backup therapy. Instructions for storage mode and returning the malfunctioning pump were provided to the customer, who acknowledged understanding. A replacement pump was sent without requiring a signature for delivery.